Event description:
Product was returned as an implant failure because it was explanted due to infection. Based on the report, the patient had good oral hygiene and good bone condition. The surgery was a 1 stage in tooth location #19. A healing abutment was loaded and the final restoration was a single prosthetic attachment. The implant had been in place for 630 days. The patient will be re-evaluated in two months for a new implant. The doctor indicated that the device was not received damage or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.